Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05438. The same patient is represented in each medwatch

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat large symptomatic cystocele, sui, chronic constipation, large symptomatic rectocele, and enterocele and mesh was implanted. It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of anterior, posterior and enterocele repairs, mesh placement and cystoscopy. It was further reported that the patient underwent excision of vaginal mesh (anterior and posterior mesh), cystoscopy, excision of midurethral sling, anterior repair, posterior repair, enterocele repair on (B)(6) 2013. (B)(4). (B)(6).